Event description:
During the pt's assessment, it was noted that the infant was agitated and pushed against the g-tube. Mittens were intact on the pt's hands. The pt had pushed against the tubing with arm and g-tube came out of the surgical site. Upon examination, it was noted that the balloon was broken and not intact. The continuous feedings were stopped. A new device was inserted and feedings were restarted.